Event description:
It was reported that during preparation for a electrophysiology (ep) study, the catheter packaging had been compromised. While supplies were being collected for a supraventricular tachycardia ep procedure table it was noticed that the shipping box was torn and looked like it had weight on top of it causing the box's top to be compressed. Once the 6f/p-st'd/2-5-2mm/o/100cm polaris dx was removed from the device box, the clear portion of the packaging was opened at one corner breaching the sterility of the product. This was noticed prior to any attempt to open the device onto a sterile field. The procedure was completed with another of the same polaris dx catheters. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).